Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later as a result of the inspection, when the pump was pressed it was dimpled, so the pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the inflatable penile prosthesis (ipp) pump underwent a comprehensive evaluation, including microscopic inspection, functional testing, and leak testing. Microscopic examination revealed that the pumps kink resistant tubing (krt) was worn down to the filament, consistent with fatigue. The pump did not meet activation test requirements. No leaks were identified. Based on the available information and analysis results, the pumps performance during functional testing supports the reported clinical observations of device mechanical issue and pump collapsed/dimpled/flat.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later as a result of the inspection, when the pump was pressed it was dimpled, so the pump was explanted and replaced. No patient complications reported.